Event description:
It was reported that catheter was inserted into left arm antecubital. Sheath separated at hub and became lodged in vein. Tourniquet was placed on arm and pt transported to radiology dept for cut down procedure. Radiology dept did not recommend cut down due to existing greenfield filter. Pt taken to surgery where fragment was removed through jugular vein. An arrow cvc was placed. No further complications were reported.